Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that the allegation was confirmed. The communicator had a shorted transient voltage suppressor and was burned due to electrical overstress (eos).

Event description:
Boston scientific received information that the communicator showed yellow call doctor icon. The company representative performed troubleshooting steps but the issue persisted. The company representative advised to replace the communicator. The communicator was out of service. No adverse patient effects were reported.